Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. No evidence of blood and signs of clinical use were observed on the cannula. The c-ring wire was intact and showed no signs of defects. A mechanical evaluation was conducted. The c-ring slider was able to advance and retract the c-ring with no resistance felt. Based on the results of the evaluation, the reported complaint for the reported failure mode "would not retract/mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring would not retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring would not retract. A replacement device was used to complete the procedure. The hospital did not report any patient effects.